Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient during an initial hip procedure, the surgeon was attempting to change the version of the cup after impacting the cup down. As the impactor handle was moved side to side to loosen the cup, the inserter broke from the cup. A few of the end threads form the cup broke from the inserter and remained in the cup. The surgeon was able to remove the larger piece of the broken inserter and use a new inserter to attach to the cup to complete the surgery. Patient did not retain any of the fractured pieces. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause of the reported issue is attributed to off label use. G7 surgical technique notes levering on the inserter handle or impacting the handle on a location other than the strike plate to reposition the shell may damage the threads. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and reviewed against the reported event. Visual inspection confirmed that the tip of inserter is fractured. The fractured piece was not returned. The shaft is discolored and scratched. The strike plate exhibit impact marks that are consistent with a multiple use instrument. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.